Event description:
It was reported that the patient underwent an uncomplicated sling procedure in 2005. Immediately following the procedure, the patient was lying in bed, moved her right leg and began experiencing anterior thigh, buttock, and adductor pain. Since then, the patient has had resolution of all but the inner thigh pain which is located at about the exit point of the needle. An MRI was performed and was normal. The physician opined that he had placed the tape too tightly, and the patient was returned to theor and the tape was loosened. However, the patient still has the pain. The patient has multiple drug allergies and cannot use nsaids. Since surgery the physician has tried a trigger point injection without lasting benefit. The patient was started on neurontin, but had a reaction. The physician has planned referrals to a neurologist, physical therapy, and an allergist.